Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12atm during the tenth inflation. The device was removed without any problem, however they appeared to be a foreign object left inside the patient. The procedure was completed with a different device. The patient was in good condition post procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by manufacturer: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Solidified media was present in the inflation lumen and therefore an inflation attempt was not successful. The device was placed in a water bath in order to soften the media. Once removed from the water bath the device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon and liquid was observed to be leaking from a longitudinal tear in the balloon material. The tear ran from the proximal balloon cone all the way to the distal balloon cone. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. 4 blades were present on the balloon surface however the following blade damage was noted on two blades: blade 1: the full proximal blade segment was missing. No damage was noted on the pad of this blade. Blade 2: the full proximal blade segment was missing plus a 3mm of the distal blade segment was found to be missing. No damage was noted on the pad of this blade. Blade 3 & 4: no issues noted with these blades. A visual and tactile examination identified multiple hypotube and shaft polymer extrusion kinks. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that a balloon rupture occurred, and a foreign object remained inside patient. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12atm during the tenth inflation. The device was removed without any problem, however they appeared to be a foreign object left inside the patient. The procedure was completed with a different device. The patient was in good condition post procedure.